Event description:
It was reported that upon power up, the autopulse platform displayed user advisory 45 (not at "home" position after power-on/restart) message. Caller did not have a spare lifeband and could not clear the fault. Additional information provided by the customer on (B)(6) 2013: this failure was discovered during a daily shift check 2-3 days after using the platform. The user advisory could not be cleared. Caller was unable to reboot/restart the system. No patient involvement was reported.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection was performed and confirmed no damages. A review of the archive data indicated multiple occurrences of user advisory 45 faults on the date ((B)(6) 2013) of the reported incident. A user advisory 45 fault was also observed during power up while functional testing was being performed. Visual inspection confirmed that the user advisory 45 fault was attributed to the driveshaft being out of its home position. The investigation could not however confirm a definitive root cause for the issue observed with the drive shaft.